Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the initial ins was discarded and the replacement date of the leads is unknown at this time.

Event description:
It was reported that high impedance and loss of stimulation were identified. High impedance was observed on the day of surgery, with specific impedance values recorded for multiple electrodes, including 40 ,000, 34,726, 32,111, 21,871, 33,740, and 34,329 ohms. Multiple impedance measurements were performed in different positions as part of troubleshooting. The issue remains ongoing. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the rep. It was reported that the patient was having a battery replacement. Additional information was received from the rep. It was reported that the battery was replaced on (B)(6) 2025, for previous battery being "eod". It was replaced with the 977118. The issue was from the leads due to previous documented impedances and confirmed with the new battery. The leads remain implanted, so they cannot be returned at this time. A lead replacement is planned, so they can be sent in at that time. Additional information was received from the rep. It was reported that rep was made aware of these new impedances on 1/15/2026. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified they were present at the replacement 11/10/2025 and became aware of the already documented impedances that day and checked for them too. The new impedances that I became aware of and documented was 1/15/2026.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 12-nov-2019, UDI#: (B)(4); product ID: 97 7a290, serial/lot #: (B)(6), ubd: 17-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.